Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
The head of theatre reports via our sales rep that the edges of the tip of the blade are rubbed away.